Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), metal poisoning ("I think my body is still suffering from an intoxication with heavy metals"), chronic kidney disease ("chronic kidney disease") and genital haemorrhage ("bleeding") in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy tests positive for nickel, chrome and cobalt"), metal poisoning (seriousness criterion medically significant), chronic kidney disease (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), fatigue ("crushing fatigue"), menorrhagia ("menstrual periods lasting 15 days"), headache ("headaches"), eczema ("eczema"), myalgia ("muscle pain"), arthralgia ("joint pain"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (bilateral salpingectomy ). Essure was removed on (B)(6) 2017. On (B)(6) 2017, the pelvic pain, genital haemorrhage, menorrhagia, headache, eczema, myalgia, arthralgia, anxiety and depression had resolved. At the time of the report, the allergy to metals and metal poisoning outcome was unknown, the chronic kidney disease had not resolved and the fatigue had resolved. The reporter considered allergy to metals, anxiety, arthralgia, chronic kidney disease, depression, eczema, fatigue, genital haemorrhage, headache, menorrhagia, metal poisoning, myalgia and pelvic pain to be related to essure. The reporter commented an article on a blog. She stated since essure removal all her symptoms have resolved. Six months later, she was found to have chronic kidney disease. She believes her body has suffered and is still suffering from an intoxication with heavy metals. Her life has almost returned to normal. Diagnostic results: unspecified date after (B)(6) 2016 - allergy tests that proved to be positive for nickel, chrome and cobalt. Plain film of the abdomen to ensure that they hadn't migrated. Essure was well positioned. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.